Event description:
It was reported that for weeks the patient had heard a little beep and did not know what it was and then figured out it was her. Reportedly, it had been a couple of months and then it just got to where she was hearing it. It was now more constant ringing on the hour and within the last two weeks it had been where it was every hour on the hour or at least once or twice an hour. Within the last week it has woke the patient up in the middle of night. The patient tried to jiggle the pump to stop it and it would stop and then the noise came right back. Telemetry had not yet been performed. However, the patient had missed a refill and the last refill was in (B)(6) 2014 and the person who filled the pump at that time told the patient she had approximately six weeks. The patient had thought the refills did not last that long and that she went back every month or two for refills. She stated she had never had it last that long. However, the patients physician had dismissed her in (B)(6) 2014. The patient had been searching for another managing physician but was unable to locate one at the time of the report. The patient did get really sick with nausea and vomiting for some weeks at (B)(6) 2014. It went away after a couple of weeks. The patient had forgotten about the pump and did not think much of it. The last month the patient the patient had been severely ill and unable to eat as she had nausea, vomiting, no strength, and could barely stand up to walk for 20 minutes. The health care provider (hcp) had an ultrasound scheduled for (B)(6) 2015 but the patient was not feeling well so the hcp waited thinking the patient may have a virus as all her grandkids are sick. The patient could not hold the fluid to do the ultrasound. The patient was still trying to locate an hcp to maintain the pump. This device system delivered dilaudid and bupivacaine. Additional information was requested to clarify troubleshooting, resolution, and current patient status. If additional information is received, the event will be updated. Additional information was received from a consumer. The pump had been alarming for over a year. The alarm was shut off once early 2015 but then it started up again. The pump had not been refilled in 2 years because the patients physician stopped seeing her. The patient was referred to another physician but they did not take her insurance. The new pain physician does not refill the pump and said it needs to be removed. The patient planned to follow up with the healthcare professional. Indication for pump was non-malignant pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.